Manufacturer narrative:
Continuation of concomitant products: 5076-52 lead, implanted: (B)(6) 2013. Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a pocket infection. The device and leads were explanted. No further patient complications have been reported as a result of this event.